Event description:
It was reported that a device was used during a lap sigmiod resection. The device fired an incomplete staple line and malformed staples. The staple line was completed with hand suture. There was no consequence to the patient.